Event description:
Invalid result (s). Bought three tests. Performed all three according to test procedure, but one test did not provide any results in the result window.

Manufacturer narrative:
No investigation report is required as the customer diposed of the home test and is unable to provide the lot number of the home test reported in the complaint.